Event description:
Out patient utilizing a permobil m5 vs power wheelchair that had a complete electrical/power failure while driving through the intersection of 4 way stoplight while in the cross walk. Good samaritan helped to put chair in free wheel and pushed the out patient to the sidewalk.